Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the left renal artery. After the guide wire was crossed and the guide catheter was placed, a 7.0mmx19mmx150cm express® sd renal/biliary stent was advanced to treat the lesion. However, while advancing, one of the cells got caught on something and started taking the stent off the balloon. The whole thing was backed out towards the sheath and was recaptured with difficulty. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd premounted stent system with stent. The balloon was loosely folded and the stent is shifted distally. The outer shaft, inner shaft, balloon and tip were microscopically examined. The proximal end of the stent is damaged. The shaft is kinked 126cm from the strain relief. The tip is damaged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the left renal artery. After the guide wire was crossed and the guide catheter was placed, a 7.0mmx19mmx150cm express sd renal/biliary stent was advanced to treat the lesion. However, while advancing, one of the cells got caught on something and started taking the stent off the balloon. The whole thing was backed out towards the sheath and was recaptured with difficulty. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.